Event description:
The customer reported that the system was getting multiple errors at boot up; the field engineer noted that the inverter was bad and the system was hard down. There is no report of death or serious injury associated with the event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The inverter and fuses were replaced and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.